Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not reading augmentation numbers or waveforms. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the unit and unable to duplicate any problems. Fse ran and passed all pre use and function tests.